Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: report from clinical staff: "when the patient came back from cath. Lab, we connected him back to the ventilator as the same previous settings using the same lines he was using before. Upon setting him up on his previous setting, which is apcmv mode, the ventilator shows low tidal volume, we tried to put the patient on different mode settings (duopap, pcv+) the tv deliver at proper range."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: report from clinical staff: "when the patient came back from cath. Lab, we connected him back to the ventilator as the same previous settings using the same lines he was using before. Upon setting him up on his previous setting, which is apcmv mode, the ventilator shows low tidal volume, we tried to put the patient on different mode settings (duopap, pcv+) the tv deliver at proper range."